Manufacturer narrative:
(B)(4). No patient sample was returned for investigation. Testing was performed using an in-house file kit of axsym vancomycin ii (B)(4), lot 85099q101. Five replicates of each control level (low, medium and high) were tested on three axsym analyzers. All individual control results and grand means fell within the acceptance ranges. Customer complaint data was reviewed and no adverse trends were identified. The axsym vancomycin ii package insert was reviewed and was found to adequately address the issue of discrepant results. The investigation did not identify a product deficiency.

Event description:
The account stated that an axsym vancomycin result of 0.0 ug/ml was generated. Per lab policy, the account respun the sample for 10 minutes and retested it in duplicate with results of 0.0 and 0.32 ug/ml. The sample was retested again and a result of 23.0 ug/ml was generated. The account reported the result of 23.0 ug/ml. There was no report of adverse impact to patient management.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.